Event description:
This non-serious spontaneous case report from (B)(6) was received from a physician on (B)(6) and (B)(6) 2010 and upon medical review, was upgraded to serious by the pharmacovigilance affiliate due to the high number of nodules. The event has also been classified as serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree ((B)(4)). This case is associated to case (B)(4) by reporter. This case involves an adult female pt (around 55 years of age), who received poly-l-lactic acid treatment several times, with the last injection given sometime in (B)(6) 2009. No additional treatment details were mentioned. In (B)(6) 2010, the pt developed approximately 70 visible nodules on the chin area, neck and lower third of the face, and one not visible nodule on the right nasolabial fold. Relevant medical history and concomitant medication information were not reported. Action taken: not applicable. Corrective treatment - topical corticosteroid and antibiotics (nos). Outcome - not recovered/not resolved. A ptc (pharmaceutical technical complaint) was initiated: (B)(4). Physician's causality: possible.